Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that replacing the umbilical cable resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during electrode and probe placement, an imaging spin was performed however, after the spin the imaging system switched to initialization screen with green checks for the three fields. Manipulating the umbilical cable would restore the system functionality. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.